Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received a dc drain complication encountered message during drain one followed by an fc fill complication encountered message during fill two. When the patient was unable to resolve these messages, they discovered the presence of air in their lines. The patient proceeded to cancel treatment and upon removing the cassette, fluid began to leak out of the cassette door compartment. The technical support representative advised the patient to discontinue use of the cycler and to notify their nurse of the event. The patient was able to continue treatment with manual supplies. There was no report of patient injury or medical intervention resulting from the leak. The peritoneal dialysis registered nurse stated that the patient would be given prophylactic medication, but no symptoms developed. The cause of the leak was unknown. The patient has received a replacement cycler and has been able to continue with peritoneal dialysis therapy without further complications. The cassette used at the time of the leak was no longer available for evaluation. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During a simulated therapy, the device alarmed with an lf30 ¿ hb make sure hb is on the ht and unclamped alarm. The cycler was rebooted, and an ¿xe17 ¿ m01-17 cannot teach pumps during setup phase¿ error message occurred. During troubleshooting it was identified that the cause of the alarms was due to a clogged hp1 and a broken wire respectively. The parts were replaced and a simulated therapy was successfully completed without further complications. There were no leaks identified during the simulated treatment. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported leak, and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.